Event description:
It was reported that during an un-specified procedure, the balance middleweight universal ii guide wire was advanced, but met resistance with the the intravascular ultrasound (ivus) guide wire lumen and became trapped. The devices were removed as a unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The resistance was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.